Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water did not circulate. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found dirt inside the reservoir tank due to deterioration of the o-ring. During the functional testing, it was confirmed that the circulating water was not circulating. The cause was found to be a malfunction of the gri pump. It was recommended to replace the gri pump and clean inside the water tank. However, at the customer's request, the product was returned to the customer without repair.